Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates blood loss did occur. The amount of blood loss was less than 250ml. The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) it was reported that the sheath was leaking through the valve; (2) blood loss was less than 250ml; (3) the procedure was completed; and (4) there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00116 to provide the sample evaluation results. Results - based on evaluation of user facility information, the actual device and the retention sample from the reported lot; based on the surrounding retention samples evaluated. Conclusions - based on evaluation of user facility information, the actual device and the retention sample from the reported lot; based on the surrounding retention samples evaluated. The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. Upon disassembly of the valve, off-center damage was observed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that two of the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00116 to provide the sample evaluation results.